Event description:
A trilogy evo ventilator was returned to a third-party service center for evaluation and repair. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device required replacement of the blower, the flow machine and hoses to address the issue. Maintenance was completed on the device. The device was serviced, inspected, tested, and met acceptance criteria. The device passed final testing.